Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs-100 intra-aortic balloon pump (iabp) had auto failure. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site telephone is (B)(6). Addinal reporter name is added updated fields: b4, b5, b6 , b7, d10, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes ), h11 , e1 ( initial reporter ) , e3 corrected field : e1 ( event site telephone ) after checking, it is found that the compressor is defective. The compressor was replaced by the customer, after which the device underwent functional testing and was confirmed to be operating within specifications. However, based on the information provided by getinge field service engineer (fse), no parts were replaced by getinge, and the customer declined to purchase additional parts.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had an auto failure alarm. No patient involvement or injury was reported.